Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator (ICD) exhibiting inappropriate automatic mode switch due to far r-wave over-sensing. No intervention was performed. There were no patient consequences.